Event description:
A laparoscopic tubal sterilization with fallopian tube clips was being done. The physician was not able to close a clip all the way on the fallopian tube. The clip was removed and another clip was placed without any problem. No pt injury.